Manufacturer narrative:
The reported event of "decreased leaflet mobility and leaflet perforation" could not be confirmed. An event that "the patient was found to have left hemiparesis and CT demonstrated an ischemic cva" was also reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A 19 mm trifecta valve was implanted on (B)(6) 2011. On (B)(6) 2018, the patient was diagnosed with svd (decreased leaflet mobility and leaflet perforation). The patient is asymptomatic with a history of right nephrectomy, hypertension and hyperlipidemia. Additional information received on 05 april 2018 indicated the patient was hospitalized from (B)(6) 2018 after a fall at home. The patient was found to have left hemiparesis and CT demonstrated an ischemic cva. The patient was treated with lovenox and continues to suffer from hemiparesis. (Clinical study patient ID: (B)(6)).

Manufacturer narrative:
The reported event of decreased mobility in calcified leaflets could not be confirmed. Left hemiparesis, high gradient and an ischemic cerebrovascular accident was also reported. An event that "the patient was found to have left hemiparesis and CT demonstrated an ischemic cva" was also reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from the field indicated that the patient had a medical history that included right nephrectomy, hypertension and hyperlipidemia.

Event description:
On (B)(6) 2011, a 19mm trifecta valve was implanted. On (B)(6) 2018, the patient was diagnosed with svd (decreased leaflet mobility). The patient was asymptomatic and had a history of right nephrectomy, hypertension and hyperlipidemia. Additional information received on (B)(6) 2018 indicated the patient was hospitalized from (B)(6) 2018 to (B)(6) 2018 after a fall at home. The patient was found to have left hemiparesis and CT demonstrated an ischemic cva. The patient was treated with lovenox, was reported to be stable and continued to have left hemiparesis. A tte performed on (B)(6) 2018, noted valve stenosis with thickened and moderately calcified leaflets. Mean pressure gradient was 51 mmhg. No further treatment was required and the patient remains stable and asymptomatic. (Clinical study patient ID: (B)(6)).